Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. D11 - the bladeless obturator has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint of "front tip has been broken." The very tip of the obturator was found to be broken. Approximately 0.020" x 0.052" was broken off and was not returned. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the bladeless obturator for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted total hysterectomy surgical procedure, a fragment from the bladeless obturator broke and fell inside the patient. No fragment was found upon searching, but the accessory appeared to be broken at the tip with a piece missing. The procedure was completed with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, a fragment from the bladeless obturator broke and fell inside the patient. Reportedly, the customer looked for fragments inside the patient's anatomy, but no fragments were found. The procedure was completed and when comparing the bladeless obturator that was used in this procedure to another bladeless obturator, the front tip looked broken. The customer could not confirm that fragments remained inside the patient's anatomy, but a piece appeared to be missing, and no fragments were found upon searching. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was not retrieved. The surgeon believed the camera trocar and bladeless obturator hit each other when inserting the trocar, and the front tip of the obturator broke and fell inside the patient's abdominal cavity. The accessory was inspected prior to use and there was no damage or anything out of the ordinary identified. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The accessory is available for return to isi for evaluation. No photographic images or video recording of the procedure were available for isi review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention".h1 updated from "malfunction to serious injury".

Event description:
Refer to h10/h11 for follow-up information.